Event description:
It was reported that there was a leak from the connection between the multi day infusor luer and a non-baxter three way stopcock. This was observed during filling with an unknown drug. The new three way stopcock was used but the leakage was still observed at the connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from 10/17/2011 to 10/18/2011. The device was received for evaluation along with an unused, non-baxter three-way stopcock. Visual inspection of each device did not identify any abnormalities that could have contributed to the reported condition. The infusor's distal luer was attached to the three-way stopcock, and a functional leak test was performed which revealed no leakage. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.